Event description:
On 7/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was possibly diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient revealed they presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with two intraperitoneal (ip) antibiotics; however, was unable to provide the drugs, dosages, frequencies, and durations. The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn performed a home visit on (B)(6) 2024, and attributed causality to multiple breaches in aseptic technique (e.g., not wearing a mask, not performing hand hygiene). The patient admitted he frequently does not perform these measures prior to initiating and/or terminating of treatment (however will going forward). Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.